Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving 20 mg/ml infumorph at 2.998 mg/day via an implantable pump for non-malignant and chronic low back pain. On (B)(6) 2016, it was reported that the patient felt that the pump had never really worked well since it was implanted. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.